Event description:
Pt was revised to address tibial loosening at the cement/implant interface. The cement was a competitor's product.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported device loosening; however, provided information stated the loosing was between the implant and cement interface. The cement product was of a depuy competitor MFR. The initial reporting indicated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.